Event description:
The customer reported a failure to discharge using pads. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge using pads. There was no patient involvement. The device was evaluated locally by philips and the therapy cable connector was found to be faulty. Replacement of this connector resolved the reported system. The device passed all testing and was returned to service.